Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in clinic on (B)(6) by vad tech. Patient reports that on (B)(6) battery dropped from 3 lights down to 1 light and controller switched to opposite battery, alarmed, then switched back to original battery showing 3 lights. Log files sent and battery was removed from service and will be returned to manufacturer. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the device was involved in instances around the time of the reported event date where premature switching events occurred. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries and are being investigated by manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.